Event description:
On (B)(6) 2012, the pt presented for revascularization of a moderately calcified superficial femoral artery using the wildcat w400 catheter. Using a 0.035" guidewire, the physician advanced the wildcat w400 catheter over the wire to the calcified target lesion. During the procedure, the tip of the guidewire reportedly separated. The physician decided to not receive the tip of the guidewire because the wire tip was not obstructing flow and did not present any risk to the pt. The physician used another wildcat w400 catheter to treat the remainder of the occlusion. The cto was successfully crossed and the pt was discharged without incident. No harm to the pt was reported.

Manufacturer narrative:
Avinger quality assurance (qa) became aware of the (B)(6) 2012 event on (B)(4) 2012 during the invoicing process. Avinger qa followed-up with the hospital and the sales representative to obtain further information, contained herein. Additional information was requested from the hospital including cath lab report and any films if available. A follow-up report to this MDR will be submitted upon receipt of the additional information. Method: the case information, including feedback obtained from the event reporter, was used to evaluate the reported event. Results: per the instructions for use for the w400, the user is cautioned that "when pulling guidewire back into catheter stop if resistance is felt and determine the cause of the resistance. If the guidewire prolapses or kinks, do not pull guidewire back into catheter, slowly and gently under fluoroscopic guidance remove the guidewire and catheter as a unit."